Event description:
It was reported that during the procedure, the emboshield nav6 filter was deployed at the target site in the moderately calcified and tortuous internal carotid artery. An attempt was then made to load the retrieval catheter onto the guide wire; however, the guide wire was not able to exit the guide wire exit port of the retrieval catheter. A retrieval catheter from a second emboshield nav6 was then used to retrieve the emboshield filter. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The difficult to position was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.